Event description:
It was reported that during the use of the device for a non-clinical activity, the system could not run on the backup battery power. There was no patient involvement.

Manufacturer narrative:
Investigation is in process, but not yet complete.